Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus was to be used in a ureteral stent implantation procedure. During unpacking, it was found that the stent was fractured in three parts in the middle and the coil. The procedure was completed with another of the same device and there were no patient complications reported. The patient condition following the procedure was stable.